Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device is not filling, and the tubing shows no delivery. The customer states having noticed blood at the end of the tubing, and no delivery repeating. The customer's blood glucose level at the time of incident was 320mg/dl, but later rose to 400mg/dl after a complete set change. Troubleshoot was conducted. The pump was test and did not alarm for no delivery. The customer was advised that the cause may have been attributed to site related issue. No further assistance was needed at this time.